Event description:
Hair in sealed packaging of IV tubing. It was found in the middle of the packaging next to line. But inside sealed package. This happened with another set of tubing recently where hair was found inside tubing, this was not inside tubing, rather inside sealed package. Manufacturer response for IV tubing, non-dehp 0.2micron filter extension set (per site reporter). Via email.